Event description:
During an ablation for paroxysmal atrial fibrillation (paf), afte positioning the guidewire in the superior vena cava (svc) and advancig the swartz dilator/introducer assembly over the guidewire, he met resistance and was unable to remove the guidewire and dilator. Under fluoroscopy, it was noted the distal tip of the introducer had detached from the main body of the introducer; the detached portion appeared to be caught on the guidewire. A clamp was inserted along the introducer, dilator, and wire. The procedure was completed using a new sl1 sheath; there were no consequences to the patient.